Manufacturer narrative:
Details of complaint: the customer reported having intermittent signal loss issues at their central nurse's station (cns). According to the customer, 7 out of 10 rooms are seeing signal loss and this usually happens between 11:00pm and 2:00am. The customer stated they first noticed the issue on (B)(6) 2021. Technical service (ts) advised the customer to reboot the orgs and the customer can also check the rssi values and make sure that they are above 10 when the transmitters are turned on and below 10 when turned off. The customer will look into it further and see what they find. There was no patient injury reported. Investigation summary: the root cause of the issue could not be determined. It can be attributed to the incorrect frequencies used at the org for the corresponding transmitters. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process. Per hazard analysis document (B)(4), hazard # d402 when data regarding monitoring performed on a transmitter is not transmitted, the risk is acceptable. The following fields are not applicable (na) to this report: b2. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G7. H2. H7. H9. The following fields contain no information (ni), as an attempt to obtain information was made, but not provided: a2 - a6. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; the orgs on this unit are model org-9100a, software revision 03-05. The org serial numbers are (B)(6). There is also another org that is installed, but it is not currently being used, its serial number is (B)(6). B6. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; the orgs on this unit are model org-9100a, software revision 03-05. The org serial numbers are (B)(6). There is also another org that is installed, but it is not currently being used, its serial number is (B)(6). B7. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; the orgs on this unit are model org-9100a, software revision 03-05. The org serial numbers are (B)(6). There is also another org that is installed, but it is not currently being used, its serial number is (B)(6). Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: orgs transmitters: model #: org-9100a. Serial #s: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported having intermittent signal loss with their central nurse's station (cns).

Manufacturer narrative:
The customer reported having intermittent signal loss issues at their central nurse's station (cns). According to the customer, 7 out of 10 rooms are seeing signal loss and this usually happens between 11:00pm and 2:00am. The customer stated they first noticed the issue on 03/30/2021. Technical service (ts) advised the customer to reboot the orgs and the customer can also check the rssi values and make sure that they are above 10 when the transmitters are turned on and below 10 when turned off. The customer will look into it further and see what they find. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 04/14/2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; the orgs on this unit are model org-9100a, software revision 03-05. The org serial numbers are (B)(4). There is also another org that is installed, but it is not currently being used, its serial number is (B)(4). Additional model information: concomitant medical device: the following device was used in conjunction with the cns: orgs transmitters: model #: org-9100a serial #s: (B)(4) device manufacturer data: ni unique identifier (UDI) #: ni

Event description:
The customer reported having intermittent signal loss with their central nurse's station (cns).